Event description:
The customer reported c-arm will not turn on - tried multiple outlets. No pt injury was reported.

Manufacturer narrative:
The svc rep system will not boot up due to damaged ac power plug, the plug was repaired. The system is now working as intended.